Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was initially reported that the patient got an error code on the recharger insr, the error code was a power on reset (por) but after some troubleshooting the rep indicated that they did not know what the code was. The patient first got the error code on the recharger 5 weeks prior to the report, but was able to bypass it by pressing the audio button. The error code was not seen on the patient programmer. During interrogation with the clinician programmer it did not display an error code. It was noted that the patient had been charging the device and all of the session indicated the patient completed the session at 100% and average coupling was 8 bars.